Event description:
Pump suddenly read "system error 345 themistor disparity". The pump required power down and complete pump restart. It lost all input programming each time. It happened twice through the night. Patient required extra lab draw for international normalized ratio (inr) due to ump being off.